Manufacturer narrative:
Additional procode: hwc. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.117.303s; lot: l800075; manufacturing site: (B)(4); release to warehouse date: april 10, 2018; expiry date: april 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a surgery on (B)(6) 2018, two variable angle (va) locking screws could not be locked on va-locking compression plate (lcp) distal humerus plate (dhp). Drilling was done thorough a universal drill guide instead of a va locking guide since the va locking guide fell on the floor. Due to this situation, the angle of drilling was not proper, causing the locking mechanism on the plate to be broken. The surgery was completed with a 30-minutedelay. There was no adverse consequence to the patient. Concomitant device: drill bit (part: unknown, lot: unknown, quantity: 1), universal drill guide (part: unknown, lot: unknown, quantity: 1). This report is for a 2.7mm/3.5mm titanium (ti) va-lcp postlateral dhp 3-hole/left/75mm-short-sterile. This is report 1 of 3 for (B)(4).